Event description:
Reportedly, the patient had received a shock therapy, but no episode was recorded in device memories. The cause of this lack of information was requested in addition to a solution to retrieve the missing egm.

Event description:
Reportedly, the patient had received a shock therapy, but no episode was recorded in device memories. The cause of this lack of information was requested in addition to a solution to retrieve the missing egm.